Event description:
Sorin group (B)(4) received a report that the s5 system displayed an error message which indicated that the battery could not charge. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the modification to stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. The e/p pack was returned to sorin group (B)(4) for evaluation. Testing of the returned batteries found no problems but the issue was reproduced during testing of the ups module. The batteries were returned to the customer.